Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062918. Duodenal ulcer, and gastro-intestinal bleeding are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was admitted to the hospital due to melena and rectal bleeding due to a duodenal ulcer for iatrogenic decubitus which was caused by the duodenal tube. The patient was discharged from the hospital on (B)(6) 2022. The patient was prescribed omeprazole 40 mgs every 12 hours until (B)(6) 2022, after which she will take omeprazole 40 mgs every 24 hours.